Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue. The tower was not powering on, but he could see the advance processor for is5000 (ap5000) powering on when the tower breaker was cycled. The power strip had power, and the e-200 generator can be powered on independently with power from the power strip. The fse has checked for any loose cables or connections with no change. The fse reseated all of the card in the core base board (cbb) and tried to replace the vision system power distribution board with no change. The fse swapped the core and was successful. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the core to perform failure analysis (fa). Fa was able to reproduce the customer reported complaint during in-house testing. The core was visually inspected, where no issues were found. The unit was installed onto a known good system, where once the breaker was turned, the core appeared to receive no power. The vision side cart on/off button had no led present, and no leds were present throughout the core assembly. Other units such as the ap5000 however were seen to power on through fan activity. An applied behavior analysis (aba) swap was performed on the vision system power distribution (vspd), where the issue was not resolved. An aba swap was then performed on the comon compute controller (ccc), where the power on issue was resolved. The ccc was taken to a programming station where the power pins were probed for shorts to ground. Both pins had no shorts. The ccc was powered on in standalone mode, where the board was able to function normally. The ccc was reinstalled onto the core and continuity was tested through the pins on the core and the touchpad on the ccc, where the proper continuity was found for each pin. The core was reinstalled onto the tower, where this time the tower was able to power on properly. As a result of these findings, the probable root cause was determined to be an improperly seated ccc.

Event description:
It was reported that prior to starting a da vinci-assisted cholecystectomy surgical procedure, an intuitive surgical, inc. (Isi) clinical territory associate (cta) contacted the technical support engineer (tse) while setting up for a procedure to report the tower had no power and the led on the power button has no light. Prior to calling, the cta cycled the tower circuit breaker with no change. Tse had caller ensure the power outlet was working and again cycled the circuit breaker, the caller stated the breaker felt normal but still the issue persisted. The cta called back later and stated the customer has aborted the procedure to a traditional laparoscopic surgery.